Event description:
Device generated an "end of temporary basal rate" error, but patient did not program a temporary basal rate. Now, the patient's blood glucose is low. Insulin counter for insulin received since midnight was also not correct according to the patient. Patient self-treated low blood glucose by eating.